Manufacturer narrative:
The investigation into the delivery issues and the vf/vt/af/at has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the delivery issue was most likely due to patient condition since the patient had critical aortic stenosis. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that difficulty was encountered during attempted delivery of an impella 5.5 pump. During imaging, it was observed that the patient had critical aortic stenosis. After multiple unsuccessful attempts were made to cross the valve, the decision was made to transfer the patient for better imaging. However, upon arrival, the patient coded and was placed on extracorporeal membrane oxygenation for emergency support. The implant was subsequently aborted.